Manufacturer narrative:
Device not available to be returned to manufacturer for investigation because, the device was discarded.

Event description:
Pt sustained first degree burn around both ends of the skin incision. One week later surgeons informed us of no complications associated with the burn.